Event description:
According to the info provided by the covidien ebd legal dept., this case involves a female, who was undergoing a temple biopsy by a vascular surgeon in 2007. An or flash fire occurred. The plaintiff sustained some facial burns, and may have some permanent scarring of her upper lip. In use during the procedure was a model force fx esu purchased in 12/2006. The esu was put back in service after the incident.

Manufacturer narrative:
To date, the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.